Manufacturer narrative:
Manufacturer ref#: (B)(4). Complaint conclusion: as reported by an endovascular embolization, an enterprise vascular reconstruction device 4.5x22 12mm dw tip (enc452212, 9449929) was placed in target site and tried to release, but the placement of the stent was not ideal. The doctor only retracted the stent and then delivered the stent again, but the stent was impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31444527) and could not passed through the microcatheter (mc). The stent was found detached from the delivery wire in the microcatheter. The doctor removed the stent and microcatheter from the patient and switched to a new stent and a new microcatheter to complete the surgery. The surgery was prolonged about 15 minutes. There was no patient injury reported. Additional event information received on 04-jun-2025 indicated that there were no positioning difficulties with the stent. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 15-minutes procedure prolongation did not result in a patient adverse consequence. The device was returned to j&j medtech for further evaluation. A non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and no appearance of damages was observed. The microcatheter was flushed using a lab-sample syringe, then a lab-sample guidewire was introduced into the received microcatheter and was able to be advanced through the entire length of the microcatheter without noticeable resistance. The microcatheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The lab sample guide wire was able to pass through the entire length of the microcatheter without significant resistance. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. Additionally, no damages were found on the microcatheter that could have contributed to the issue reported during the procedure. A manufacturing record evaluation was performed for the finished device 31444527 number, and no non-conformances related to the malfunction were identified. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by an endovascular embolization, an enterprise vascular reconstruction device 4.5x22 12mm dw tip (enc452212, 9449929) was placed in target site and tried to release, but the placement of the stent was not ideal. The doctor only retracted the stent and then delivered the stent again, but the stent was impeded in the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31444527) and could not passed through the microcatheter (mc). The stent was found detached from the delivery wire in the microcatheter. The doctor removed the stent and microcatheter from the patient and switched to a new stent and a new microcatheter to complete the surgery. The surgery was prolonged about 15 minutes. There was no patient injury reported. Additional event information received on 04-jun-2025 indicated that there were no positioning difficulties with the stent. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was no excessive force used with the devices. The 15-minutes procedure prolongation did not result in a patient adverse consequence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.